Event description:
It was reported the insulin pump had condensation inside the screen. The device has unexplained no delivery alarms. The device requires frequent battery changes. Customer declined transfer for troubleshooting assistance. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.